Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing an infection since the implant of their implantable cardioverter defibrillator (ICD), about ten months earlier. The ICD system was removed due to the infection and replaced four days later. No further patient complications have been reported as a result of this event.